Manufacturer narrative:
Section c: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. D10: concomitant medical products: (relevant associated devices used with the device being reported on): gore® tag® thoracic branch endoprosthesis (aortic component). H3: other code, h6 code b20 ¿ engineering evaluation could not be performed as the device remains implanted. Review of the manufacturing records could not be performed as a valid lot number was not provided. The initial reporter has been contacted in order to receive more information on the event and patient details. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a gore® tag® thoracic branch endoprosthesis (tbe) was implanted on (B)(6) 2024 in a patient with a history of previous thoracic endovascular aortic repair (tevar). This patient received on an unknown date a cook alpha device during this tevar procedure. This was later complicated by a residual type ia endoleak, following a carotid-carotid-subclavian bypass and a proximal stent of the previous graft of unknown brand, protruding into the brachiocephalic trunk. On (B)(6) 2024, a proximal relining with the tbe in the ascending aorta with the side branch into the brachiocephalic trunk was performed in (B)(6) hospital. Subsequently, on an unspecified date, the patient was re-admitted in (B)(6) hospital due to retrograde dissection.

Manufacturer narrative:
Several attempts have been made to acquire additional information to classify a specific device problem, device identification, patient details, as well as imaging or current patient status. The initial reporter did not provide any further details. Review of the manufacturing records could not be performed as a valid lot number was not provided. Engineering evaluation could not be performed as the device was not returned. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Per the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur with the use of gore® tag® thoracic branch endoprosthesis include, but are not limited to: dissection, perforation, or rupture of the aortic vessel and/or surrounding vasculature.

Event description:
It was reported to gore that a gore® tag® thoracic branch endoprosthesis (tbe) was implanted in zone 0 on (B)(6) 2024, in a patient with a history of previous thoracic endovascular aortic repair (tevar). The tbe device was placed to reline an existing tevar due to a type 1a endoleak. On an unknown date, approximately 6 year prior, a tevar was performed and the patient was implanted with a cook alpha device. A carotid-carotid-subclavian bypass was done and the cook alpha device was protruding proximally into the brachiocephalic trunk. On an unknown date, a residual type 1a endoleak was noticed. On (B)(6) 2024, a proximal relining with the tbe in the ascending aorta with the side branch into the brachiocephalic trunk was performed in (B)(6) hospital. Subsequently, on an unspecified date, the patient was re-admitted in (B)(6) hospital due to retrograde dissection.